Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that after rebooting, the reported issue could not be replicated. Representative was able to load other exams via cd without any issues. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system became unresponsive while loading patient exam via cd. It was reported that the exam had over 2000 slices on it. Rebooting the system resolved the issue and the site was able to successfully load the exam. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.